Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective flow sensor. Correction: replaced flow sensor.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: correction from 18.06.2024: corrected a copy and paste error in section d4 (UDI and model nr.) And section g4 (510k number), as well e1 china instead india as country. The entries were from hamilton-c6 instead of a hamilton-c3. Root cause: defective flow sensor. Correction: replaced flow sensor.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: correction from 18.06.2024: corrected a copy and paste error in section d4 (UDI and model nr.) And section g4 (510k number), as well e1 china instead india as country. The entries were from hamilton-c6 instead of a hamilton-c3. Root cause: defective flow sensor. Correction: replaced flow sensor. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g4 g6, h2, h4, h11.